Event description:
A pump malfunction was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump and was advised that they could continue using it. Additionally, the caller was instructed to contact support again if the malfunction code reappeared, and they acknowledged and understood these instructions.